Event description:
It was reported that the patient experienced redness over the pocket of the implant incision and fluid coming from the scar. Cultures were taken and confirmed it was a pocket infection of staphylococcus aureus bacteria. The pocket was opened and both leads were cleaned with spirits and antibiotics were administered. Both the right atrial (ra) lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced redness over the pocket of the implant incision and fluid coming from the scar. Cultures were taken and confirmed it was a pocket infection of staphylococcus aureus bacteria. The pocket was opened and both leads were cleaned with spirits and antibiotics were administered. Both the right atrial (ra) lead  and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.